Event description:
It was reported that a homechoice (hc) device experienced a system error 2267 alarm. The patient was connected at the time of the alarm. This occurred during fill 3 of 5 of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would have caused or contributed to the alarm. The technical service representative (tsr) explained the alarm. The registered nurse (rn) stated they had already disconnected the patient. The tsr explained another system error may occur, and the rn will have to cycle the power again. It was not reported how the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.